Event description:
Reporter noted five cases of endophthalmitis one day post-op. Patients had vitreous cultures; four of five had vitrectomies, one was not indicated. Patient 2 of 5: cultured: streptococcus oralis; reportedly doing fine.